Manufacturer narrative:
The reported event was confirmed during visual inspection. The controller was found with the port 1 connector loose from the controller housing, with the o ring gasket displaced and the port 1 connector locknut was also loose. However, this controller port performs proper mating and locking action when connected. The controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, manufactor is investigating loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during the software maintenance release (smr) upgrade the medical staff noted a loose power port connector. The controller was exchanged with no reported effect on the patient. No further information was provided.